Event description:
It was reported that after a coronary drug eluting stenting treatment procedure, hypersensitivity reaction may have occurred. In august 2004 the patient had a taxus stent implanted. The patient has since then been suffering from the following symptoms: raised wbc, skin rash, raised lymph nodes, anemia, and mild renal failure. Further information has been requested.